Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of manufacturing history records show that lot released with no recorded anomaly or deviation. This report filed (B)(6) 2011.

Event description:
It was reported that patient underwent partial knee arthroplasty on (B)(6) 2008. Subsequently, the patient began to experience pain and indicated her knee was "locking". The surgeon performed an exploratory arthroscopic procedure and determined there were loose cement bodies in the patient's knee. A surgery was performed on (B)(6) 2011 and two fragments of bone cement were removed. No further information has been provided to date